Event description:
It was reported that patient¿s implant "was not working¿. It was also reported that patient had loss of therapeutic effect. It was indicated that patient experienced the symptom of loss of bladder control after the patient fell with an unknown cause. It was added that patient had fallen several times in the past (possibly 4 times). After each fall, the healthcare provider (hcp) was able to program around the "bad" electrodes. After the last fall, about a month ago, they could not program around the bad electrodes. It was indicated that they were replaced yesterday, (B)(6) 2013. It was added that the patient was unsure if the ins was replaced or not and would follow up on the next appointment. It was later reported that patient had abnormal impedance after fall. It was noted that electrode pairs 0/2 and 0/3 were greater than 4,000 ohms on (B)(6) 2013. The hcp was able to reprogram on (B)(6) 2013 and (B)(6) 202013 around the bad component on the lead. It was then added that the lead broke and was revised successfully on (B)(6) 2013. It was added that the symptoms were not controlled prior to revision. The patient's outcome was undetermined at the time of the report. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), product type programmer, patient product ID 3093-28 lot# v466367, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Continuation: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 3093-28 lot# v466367 serial# implanted: 2010-(B)(6) explanted: 2013-(B)(6) product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked to explain what happened in surgery and the fact that the patient said surgery "was unsuccessful. The doctors were unable to explant the device or unable to add new leads," the rep said the patient actually had two other broken leads in place from previous surgeries; the hcp attempted to remove both of them but failed. When asked why the surgery was unsuccessful, the hcp couldn't successfully place another lead as the previous leads were broken off in s3. The information conflicts with what was previously reported. No further actions are planned. No further patient complications have been reported as a result of this event.